Event description:
Half of the bipolar shaft was in the leg and half was out. The shaft was slightly bent midway down and the jaws did not open. In 2006 notified jaws would not open midway through evh harvest. The branch was torn and required surgical repair.